Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer reporting that when positioning a patient for a clinical procedure utilizing the multifunction footswitch, they released the footswitch but the couch did not stop moving. The field service engineer confirmed there was no harm to the patient or operator.